Event description:
The customer reported that the device smoked during testing. No serial number was provided by the customer.

Manufacturer narrative:
The customer reported that the device smoked during testing. Replacement of the power supply resolved the issue.